Event description:
Complaint received reporting flow/leakage issues with use of one (1) b3302r, 7 inch smallbore ext w/remv microclave. It was reported that "blood noticed to be backing up quickly in ra line lumen #1 (distal) line had just been flushed a few minutes earlier for the same problem. No leaking had been noted earlier. At this time, leaking was evident along the extension piece, specifically at a non-moveable connection point. The line was aspirated, which also lead to blood leaking at the site. Line was temporarily clamped along lumen #1, extension piece was replaced by cn. Line was then again aspirated for blood and flushed with no further signs of leaking." There were no reported adverse pt consequences. Device return: one used b3302r device set. Engineering testing and analysis is in progress.